Event description:
A pt reported experiencing inaccurate erratic results with a sse meter. The pt's blood glucose results were 40, 103mg/dl and 77, 139mg/dl. Tests were done within 10 mins with a difference of 56mg/dl (first set) and 51%. (Second set). Pt did not experience any adverse events. No further info has been reported.